Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her blood glucose level went from 500 mg/dl to 30 mg/dl. The customer's stomach was hurting and had some shortness of breath. The customer did not treat their high blood glucose as they were still contacting their doctor. The day before her blood glucose level dropped to 40 mg/dl and passed out. The customer's doctor was putting her on pens for right now. The customer reported that the side of the insulin pump looks burnt and is giving low reservoir messages. The insulin pump also alarmed failed battery test. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No low reservoir tube alarm and no burn anomaly at reservoir tube noted during test. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.